Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Non-OEM tamper seals were found. Visual inspection found a crack on right plunger case, non-OEM top case and battery were found with device. Review of the error history log found "primary audible alarm bgnd test". Functional testing found a "primary audible alarm bgnd test" during an occlusion test. The speaker was also not working as intended. Repairing the speaker solved the reported problem. Root cause was attributed to inoperable components. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device was placed on hold due to having non-OEM parts.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump is not turning on properly/ system failure. No adverse patient effects were reported by the customer".